Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was received an scs system including a non-rechargeable ipg on (B)(6) 2005. It was reported that the pt lost stimulation and is unable to establish communication with the ipg via the programmer. In an effort to resolve this matter, a replacement programmer and wand were shipped to the pt. F/u on this matter found that the alleged problem persists with the use of the replacement unit. Surgical intervention will be undertaken at a future date to replace the pt's ipg.